Event description:
It was reported that a wound drain broke off in the patient when being removed. Additional information has been requested but reporter has refused to provide anything further. The hospital is retaining the sample and will not return it for evaluation. It is assumed that the patient had to return to surgery to have the indwelling drain portion removed but this information has not been verified. The current status of the patient is not known.

Manufacturer narrative:
No sample or lot number information was provided for the company's evaluation. This drain is received from a supplier and the incoming qa personnel perform visual inspections to ensure that there are no tears on drain holes and also perform a break strength test. As a finished good, qa performs random visual inspections for damaged components. The incoming records for wound drains manufactured for the past 24 months were reviewed and those records did not show any rejects related to tensile values. All values within the last two years were above those specified in the international standard for surgical drains. There was no evidence of any manufacturing issues that may have caused or contributed to the reported problem. The instructions for use state the following precautions to avoid the possibility of drain damage or breakage: "additional perforations should not be made in the drains. Avoid suturing through drains. Drains should lie flat and in line with the skin exit areas. Particular care should be taken to avoid any obstacles to the drain exit path. Drains should be checked for free motion during closure to minimize the possibility of breakage. Drain removal should be done gently by hand. Drains should not be handled with pointed, toothed or sharp instruments which could cause cuts or nicks and lead to subsequent structural failure of the drain. Surgical removal may be necessary if drain is difficult to remove or breaks".